Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch report, additional information was received via article titled, interatrial septal dissection complicating a mitraclip procedure. It was reported that at the 1-month follow-up, echocardiogram confirmed that the atrial septal defect had resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, the reported patient effect of atrial perforation appears to be related to procedural conditions, as the steerable guide catheter (sgc) is inserted and advanced through the septum in order to access the left atrium for positioning. The reported patient effect of atrial perforation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the atrial septal defect (asd). It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with an mr grade of 4+. The patients mean pressure gradient was 2mmhg. A peripheral balloon was used to dilate. The steerable guide catheter (sgc) was inserted and the mitraclip delivery system (cds) was advanced to the mitral valve, and leaflet grasping was successful and the clip was deployed. The mean pressure gradient increased to 5 mmhg. The decision was made to discontinue the procedure due to the patient's mean pressure gradient. The mean pressure gradient remained at 5 mmhg. The cds and sgc were removed; after the sgc was removed blood was noted to be going from the left atrium to the right atrium, due to an asd. The patient was evaluated, and no treatment was required. A total of one clip was implanted, reducing mr to 3+. The patient is stable. No additional treatment is planned. There was no clinically significant delay during the procedure. No additional information was provided.